Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric three piece lens. Lens tore on insertion into the eye. No widened incision, sutures were used to close the wound. Reporter stated incident was due to loading error. Three lenses were used on same pt, same eye. This report is for the secondary lens. See MFR #2023826-2011-00364 for primary lens. A third lens, same model and size was implanted.

Manufacturer narrative:
(B)(4), incision sutured. Results - (other): visual inspection of the returned product found pieces of the optic and a loop haptic torn off and missing. Lens was returned in liquid. (B)(4).